Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced bent catheter event which led to high blood glucose level and high acetone level. Therefore, on (B)(6) 2024, the patient contacted the diabetologist's then he referred to the emergency department. High acetone level was 4.8 mmol/l. Patient was treated by bolus via pump. Insertion site was abdomen. Patient was feeling nausea at the time of event. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001413, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001413 was manufactured according to the work instruction (wi) version 75 and packaging in the multivac 12 on 21-may-2023, with a total of (B)(4) units. An non-conformance (nc) for sterilization process / sterigenics was performed for the sterilization process. The sub-assembly: assembly of the lot 3e02753 was manufactured according to the wi version 26 assembled in the quickset line, on 19/may/2023, with a total of (B)(4) units. The sub-assembly: assembly of the lot 3e03669 was manufactured according to the wi version 26 assembled in the quickset line, on 19/may/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.